Manufacturer narrative:
Updated b4, g3, g6, h3, and h2. Corrected h6 component code, type of investigation, investigation findings, and investigation conclusions. Corrected d4 fields based on corrected device information received. H4 should be blank as lot number was not provided for the updated device making this date unknown. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. During visual evaluation the liner was noted to be fully expanded as designed. The distal tip was noted to be split. Additionally, there was some soft tip damage. The split distal tip of the sheath was confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''during a transfemoral aortic valve replacement procedure with a 23mm sapien 3 ultra resilia valve, the delivery balloon ruptured horizontally during deployment of the valve and the balloon would not come back into the sheath.'' Per device evaluation, distal tip split and soft tip damage were observed. In this case, it is likely that the altered profile of the burst delivery system balloon interacted with the sheath distal tip during delivery system withdrawal attempts, causing the observed distal tip split and soft tip damage. As such, available information suggests that procedural factors (withdrawal of burst balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted, due to medical records received. B4, g3, g6 and h2 have been updated. B5 and b7 have been corrected. The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 23mm sapien 3 ultra resilia valve, the delivery balloon ruptured horizontally during deployment of the valve and the balloon would not come back into the sheath. The team had to cut down on left femoral artery to retrieve the distal end of the delivery system. Per follow-up communication, the balloon/tip of delivery system damaged the artery. The patient deceased later that evening. Per the medical record, the patient presented with aortic stenosis prior to tavr. At the time of tavr, a right femoral balloon pump was placed. The tavr case complexity increased with rupture of balloon with deployment consistent with likely aortic calcific debris puncturing the balloon upon inflation. The valve was initially under-expanded due to the rupture, with subsequent post dilatation balloon valvuloplasty. The patient maintained mild aortic insufficiency along the left coronary cusp by arteriogram. With balloon rupture, there was separation of the distal nose cone that remained continuous with the device, but would not retract adequately into the sheath. Attempted sheath removal with contiguous nose cone removal was unsuccessful. Significant traction was encountered and halted with plans for cutdown and open removal. The patient underwent complex vascular repair with intraoperative consultation and procedure with vascular surgery. The patient did receive 2 units of packed red blood cells empirically, given blood loss and known underlying coronary artery disease. Approximately 30 minutes to an hour later she became hypotensive. A stat echo was performed in the room and no pericardiai effusion of significance was found. An echocardiogram was repeated a couple of hours later which again showed no evidence of tamponade. The patient was started on multiple pressors. The patient seemed to be suffering from profound vasoplegia of unclear etiology. Her condition continued to deteriorate and eventually she was on multiple presser therapy. She was placed on do not resuscitated status but the medical team continued full active treatment as the vasoplegia might resolve and she might be able to recover to be able to have bypass surgery at a later time. Unfortunately, after the administration of angiotensin ii, she had an abrupt drop in blood pressure that night and deceased. After the devices were returned, the distal tip of the returned sheath was split as observed prior to decontamination.

Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturing reports being submitted for this case. Please reference related manufacturer report.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 23mm sapien 3 ultra resilia valve, the delivery balloon ruptured horizontally during deployment of the valve and the balloon would not come back into the sheath. The team had to cut down on left femoral artery to retrieve the distal end of the delivery system. Per follow-up communication, the balloon/tip of delivery system damaged the artery. The patient deceased later that evening. After the devices were returned, the distal tip of the returned sheath was split was observed prior to decontamination.